Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of sound followed by loss of lock. External equipment was exchanged; however, the issue is not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section h.6, b.1 & h.1. Correction information: section b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, and antenna. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut antenna coil wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. No lock prevented an electrical test from being performed. The residual gas analysis (rga) test was above the test limit. The device passed some of the electrical and some of the mechanical tests performed. This device had moisture that exceeded the rga test limit of 0.5%. Based on an assessment of the rga data, it is determined that this device was non-hermetic. Corrective actions were implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.